Event description:
The customer reported to olympus a b30 scope communication error on the video system center. It is unknown when the reported issue was observed. There were no reports of patient harm.

Manufacturer narrative:
During troubleshoot via telephone with olympus technical assistance center (tac), the customer stated that the gold contacts and the socket were cleaned and the light source cables were secured but the 190 series colonoscope had the b30 scope communication error. When swapping with another endoscope, the error was not present. Tac advised to try the scope on another tower to check if the b30 error is present. After cleaning the socket of the light source with an alcohol prep pad and the gold connectors of the scope and checking the cables, there was no b30 error. When the 190 series endoscope was plugged in, the b30 reoccurred. Another endoscope was plugged in and there was no b30 error. It appears that this is an issue with the 190 series colonoscope. It is not a video system center or light source issue. No device was returned for repair. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope connected is the cause. Olympus will continue to monitor field performance for this device.